Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy electrode" messages) has been confirmed. Upon investigation the electrode belt intermittently failed a therapy electrode recognition test. The cause for the failure and reported alarms was isolated to an open pulse wire in the cable connecting the ECG "a" and ECG "b" to the front therapy electrode. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing "check therapy electrode" messages.